Event description:
It was reported that the maryland bipolar forceps instrument did energy sparks and a current arc during a da vinci mediastinal tumor resection procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The site was contacted to request additional information regarding the reported complaint. It was indicated that no burning or whitening of tissue was observed. No tissue was in instrument and it looked like the instrument arced between the jaws of the instrument. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument had char marks at the yaw pulley between the two grips. The instrument passed electrical continuity testing and material has been removed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.